Event description:
Patient did not feel well on it; reported by hcp. Did consent to follow up (B)(6). All available information is provided in this report. Contact hcp for clarification if needed; (B)(6).